Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information was added to the fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely a result of a deformed celling plate during device handling by the user, which may have led to a change of the coil pipe at the insertion section. A definitive root cause could not be determined. The event may be detected by handling the device in accordance with the following instructions for use (IFU): IFU: cf-hq1100dl/I operation manual chapter 3: preparation and inspection 3.3 inspection of the endoscope _inspection of the bending mechanisms. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited deformation of the base plate, the bending section cannot be controlled at all. There were no reports of patient involvement.